Event description:
During an in-clinic follow-up, a device migration resulting in a pocket erosion was observed. A revision procedure was performed and the device was successfully repositioned in the pocket. The patient was in stable condition.